Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter displays a battery indicator. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 at 10:20am. According to the csr documentation, the patient manages her diabetes with insulin; however, in response to the alleged issue, the patient denied taking any action in regards to her diabetes management. Within one hour after the alleged issue began, the patient claimed she developed symptoms of sweating, nausea, and dizziness (symptoms she associated with high blood glucose). It is not known what the patient's last blood glucose result was (with the subject meter) prior to the alleged issue and it is also not known what action the patient took in response to the reading. The patient, however, denied receiving treatment as a result of the alleged issue. At the time of troubleshooting, the csr verified that the batteries in the subject meter needed to be replaced, per owner's manual recommendation; however, the csr noted the patient did not have replacement batteries available at the time of the call. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.